Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received motor error. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump rejected new batteries, rewind takes longer, rewind was louder and plastic chipping off around top edge of reservoir compartment. It was reported that the insulin pump does not had low battery warning until dead and buttons were not responsive, had to press multiple times to activate. The insulin pump will not be returned for analysis.